Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient presented with pre-op diagnosis: low back pain, lumbar radiculopathy. Patient underwent following procedures: l3 laminectomy, bilateral medial facetectomy and foraminotomy. L4 laminectomy, bilateral medial facetectomy and foraminotomy. L5 laminectomy, bilateral medial facetectomy and foraminotomy. S1 laminectomy, bilateral medial facetectomy and foraminotomy. Bilateral recess decompression with transforaminal decompression of the l3, l4, l5 and s1 nerve roots. Bilateral transforaminal discectomy l3-4, l4-5, l5-s1. 7. Placement of bilateral transforaminal interbody peek fusion devices at l3-4, l4-5, l5-s1. Harvesting of bone from spinous processes at l3, l4, l5, s2. Posterior segmental instrumentation at l3-4, l4-5 and l5-s1 using surgical MRI-compatible posterior instrumentation and pedicle screws. Bilateral lateral transverse fusion grafting with cancellous and cortical bone harvested from the spinous processes at l3, l4, l5, s1. Placement of an epidural catheter for postoperative delivery of an epidural anesthetic. Harvesting of bone marrow aspirate from the right iliac crest for progression of stem cells for posterolateral arthrodesis. Per op-notes: ¿¿the rhbmp-2 was mixed with the autologous bone harvested from spinous process of l3, l4, l5 and s1 and place in the lateral gutters bilaterally for posterolateral arthrodesis at l3-4, l4-5 and l5-s1. Stems cells from the bmac were placed in the lateral gutters along with bmp and autologous bone for posterolateral arthrodesis at l3-4, l4-5 and l5-s1. The wound was irrigated with saline and no further points of bleeding were noted¿¿. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.